Event description:
The caller reported that the insulin gauge displayed a different amount than expected, with a discrepancy between the displayed fill estimate and the expected value. There was no adverse impact to the customer's blood glucose level. The caller chose not to load a new cartridge and decided to continue using the current cartridge.